Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported on a 26mm sapien in the aortic position via transfemoral approach the valve failed due to severe stenosis. Per medical records provided, the transesophageal echocardiogram (tee) findings on (B)(6) 2022 showed the left ventricle (lv) ejection fraction ef 60-65%, the bioprosthetic aortic valve is well seated with severely elevated transaortic gradients, thickening and restriction of the 2 valve cusps in the non-coronary and left coronary cusp position with only on free mobile cusp, mild eccentric aortic regurgitation, atrioventricular av mean gradient 89mmhg, arteriovenous anastomosis (ava) esophageal obturator airway (eoa) 0.50 cm2, these findings are consistent with prosthetic degeneration and severe stenosis. There was a small patent foramen ovale (pfo) with left to right shunt

Manufacturer narrative:
B7, h2 and h6 updated. The valve was not returned; therefore a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3 thv and the procedural training manual were reviewed. No IFU/training deficiencies were identified. The complaint for degeneration/deterioration was confirmed. However, a complaint history review is not required for devices implanted 5 years or greater with calcification, dehiscence, leaflet tears, thickened leaflet, pannus or structural valve deterioration. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was confirmed based on the provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. As noted, the patient had ckd (chronic kidney disease) stage 3, hyperlipidemia and type 2 diabetes. The ckd and diabetes are the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Additionally, hyperlipidemia is one of the known factors that may increase the risk for valve calcification. Tissue calcification can impede leaflet mobility leading to stenosis, increased gradients and valve degeneration. As such, available information suggests that patient factors (ckd, diabetes, hyperlipidemia) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.